Manufacturer narrative:
Complaint no: (B)(4). A batch review will be performed for potentially associated lot number h13j22041 and h13l10083. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested cloudy effluent. The same day, the pt was hospitalized for the event. Treatment for peritonitis was not reported. The cause of the peritonitis was unknown. On an unknown date, pd therapy was discontinued. Seven days after admission to the hospital, the pt was discharged. At the time of this report, the pt was recovering from the event. Additional information was requested but was not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13j22041 and h13l10083. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.